Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 25 mg/ml at 2.796 mg/day via an implanted pump for an unknown indication for use. It was reported that the connector between the pump and tip segment of the catheter would not lock in place. No patient symptoms or disruption in therapy due to this issue. The catheter was never implanted and would be returned. It was noted the physician made multiple attempts to secure the catheter pieces together. Ultimately the physician did not feel as if it would lock in place, and requested a catheter from a different lot be used. A different catheter was used to complete the case without incident. The issue was resolved at the time of this report. The cause was completed without injury to the patient. Once the physician determined the catheter referred to in this report to be inadequate, a different catheter was used with no issue.

Manufacturer narrative:
H3. Analysis of the catheter identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.